Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: trinidad, tobago, this suture was being used by a neurosurgeon and upon closing the scalp, the suture burst from the needle when he was almost finished suturing. This caused him to start over with the closure.

Manufacturer narrative:
Samples received: 5 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Final conclusion: complaint is justified. Results of the samples received do not fulfill the OEM requirements. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. The complaint is recorded for trending analysis to assess if actions are needed in the future.